Event description:
Boston scientific crm received information that during a device change out procedure, pacing impedance measurements of greater than 2000 ohms were measured on this implantable cardioverter defibrillator (ICD). It was reported that initial lead measurements through the pacing system analyzer (psa) were within normal limits. Boston scientific technical services (ts) was contacted regarding this issue and suggested mineral oil to aid in a proper connection. The field representative reported that the lead was successfully reinserted into the device header and all measurements were within normal limits. Subsequently, the pacing impedance measurements returned to greater than 2000 ohms. A revision procedure was performed and this ICD was explanted. No adverse patient effects were reported.

Manufacturer narrative:
At this time, this device has not been returned. If additional information is received this report will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.